Event description:
Patient was revised to address osteolysis, cup loosening and shifting, and one of the two screws was broken. Also, it was noted that the surgeon was not able to remove the liner from the cup using the extractor. Upon examination, the cup appeared to have only fibrous ingrowth, and the surgeon believes that the cup was loose from the beginning, which caused metal wear from the broken screw and failure of implant to ingrow. (Hip).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Patient was revised to address osteolysis, cup loosening and shifting, and one of the two screws was broken. Also, it was noted that the surgeon was not able to remove the liner from the cup using the extractor. Upon examination, the cup appeared to have only fibrous in-growth, and the surgeon believes that the cup was loose from the beginning, which caused metal wear from the broken screw and failure of implant to in-grow. Doi (B)(6) 2008 - dor (B)(6) 2012 (hip). Examination of the returned devices with depuy engineering confirms the cup likely was loose as reported. The investigation finds nothing outward to indicate product error. Patient bone condition may have been a factor. Follow-up for additional event information was conducted utilizing work instruction wi-7915 appendix a; rev. C. No additional information was obtained. The fractured screw and instrument associated with this report were not returned. A complaint database search finds no other reported incidents against the known/provided product and lot combinations since their release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.